Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was an attempted implant. The lead was exhibiting output with no capture at the implant procedure, the physician elected to replace the lead with a new lead of the same model.